Manufacturer narrative:
An additional assessment was performed on (B)(6) 2020. The use of tissue expanders for more than six months is off label use of the device. H6 (device codes) has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with 350cc mentor cpx 4 breast tissue expander with suture tabs several unexplained systemic symptoms post procedure. Itchiness throughout her entire body and a reduction in the activeness of the patient was noted. The breasts were described as deformed, with the left differing in appearance in an unspecified manner. Additionally, the breasts were said to move around when the patient would turn on her side. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-02143 for contralateral prosthesis report.